Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
Healthcare professional reported "leaking from valve". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., d.9., h.3., h.6. Device evaluation visual analysis of the returned device identified: crack opening and crease flat. Leak test and microscopic analysis was performed which identified: crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.